Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient reported that a week or two ago they increased stimulation on program 7. The patient's mentioned that they were still having leakage on program 7, but it seemed to be the best program so far because they got about 65% leakage control. However, the patient said program 7 wasn't helping with their bowels as much as programs 1 and 2 did, but programs 1 and 2 didn't help as much with leakage. Today the patient decreased the stimulation because they had a uti which they thought could potentially be related to the ins. The patient said they will consider staying on program 7, or they might switch back to program 5 to determine which program was better overall. The patient also mentioned that their hcp told them they could turn therapy off for a day to see the difference in symptom control, so they might consider trying that as well. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the uti was unrelated to the device. *this event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable*